Event description:
It was reported the atrial pace led (light emitting diode) is not working. The epg (external pulse generator) was turned off and on, and the atrial output was at 10ma (milliamps), but there was no atrial pace or sense led. It was also reported there was no output on the atrial side and no sensing. The biomed found this during scheduled inspections. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Atrial pace led (light emitting diode) is not emitting light. Lower case and both bail covers are broken. Ring cover is contaminated. Lead flex cover is corroded. The ring is bent.